Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Pump delivered an unintended release of insulin, customer had low blood glucose levels which required assistance of her husband, who fed her grape sugar. Customer discarded pump, replacement sent.